Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('one of them is displaced and appears on imaging to be higher in her abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and neck pain ("has experienced significant neck pain/all of the pain started after essure placed 5 years ago"). At the time of the report, the device dislocation and neck pain outcome was unknown. The reporter provided no causality assessment for device dislocation and neck pain with essure. The reporter commented: she has tried physical therapy, injections, chiropractor, funky diets, acupuncture. She was enquiring about essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one of them is displaced and appears on imaging to be higher in her abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and neck pain ("has experienced significant neck pain/all of the pain started after essure placed 5 years ago"). At the time of the report, the device dislocation and neck pain outcome was unknown. The reporter provided no causality assessment for device dislocation and neck pain with essure. The reporter commented: she has tried physical therapy, injections, chiropractor, funky diets, acupuncture. She was enquiring about essure removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.